Event description:
It was reported that a malfunction alarm, identified as malf 13, occurred with the customer's insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.